Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a positioning issue with the impella device. It was noted that the pump was having intermittent suction issues and positioning attempts led to the pump coming across the valve and into the aorta. The medical director then had difficulty advancing the pump as the device got stuck in the sheath. The catheter subsequently bent back on itself in an accordion fashion and the decision was made to remove the pump. There was no harm to the patient.

Manufacturer narrative:
Returned compliant pump visually inspected. Catheter kink found around the 40cm mark in catheter. Data logs showed alarms for positioning, suction and there was low pump flow as a result of this catheter kink due to use related issues that caused the pump not to be in proper position. This report is being filed as part of a retrospective review of historical records.